Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154634 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/26/2021. An investigation was conducted on 04/07/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the underside of the gray endoscope/cannula seal. A crack was observed on the inner portion of the seal. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material, split, cut or torn" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester said that when they opened the kit, the rubber on the trocar was "split" or had a "tear" in it. They opened a new kit to complete the case. Since the defect was noticed before use, there was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester said that when they opened the kit, the rubber on the trocar was "split" or had a "tear" in it. They opened a new kit to complete the case. Since the defect was noticed before use, there was no harm to the patient.